Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states under potential complications: "those associated with gastrointestinal endoscopy include, but are not limited to: perforation, bleeding or hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." The instructions for use state: "using slight pressure on handle, close forceps around tissue or object. Note: it is not necessary to apply excessive pressure to cleanly excise tissue." Prior to distribution, all captura biopsy forceps without spike are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. H3 other text : investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states under potential complications: "those associated with gastrointestinal endoscopy include, but are not limited to: perforation, bleeding or hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." The instructions for use state: "using slight pressure on handle, close forceps around tissue or object. Note: it is not necessary to apply excessive pressure to cleanly excise tissue." Prior to distribution, all captura biopsy forceps without spike are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was reported to the FDA on 04/13/2018: "during a biopsy procedure, the physician used a cook captura biopsy forceps without spike. Per medwatch report mw (B)(4): "tissue in the colon was torn as a result of using the cook biopsy forceps (ref #(B)(4)). Surgeon stated that the forceps were tearing the tissue instead of taking a clean biopsy bite. Patient's bleeding was minimal and did not require further treatment"." Further information was received from the customer on 04/19/2018 and stated the following: the patient required placement of hemostasis clips to treat the bleeding.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." The instructions for use state: "using slight pressure on handle, close forceps around tissue or object. Note: it is not necessary to apply excessive pressure to cleanly excise tissue." Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a biopsy procedure, the physician used a cook captura biopsy forceps without spike. Per medwatch report mw5075469: "tissue in the colon was torn as a result of using the cook biopsy forceps (ref #dbf-2.4-230-20-s). Surgeon stated that the forceps were tearing the tissue instead of taking a clean biopsy bite. Patient's bleeding was minimal and did not require further treatment."